Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0208822667, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 30-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at the patient's routine appointment they complained of loss of therapy. The patient had a fall a few weeks prior. On interrogation of device on (B)(6) 2020, contact 1 and 5 were out of range. There was lead migration/dislodgement. It was noted that there was no x-ray. The device was reprogrammed on (B)(6) 2020. The outcome was ongoing. Etiology was related to the device/therapy, and not related to the implant procedure.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 30-sep-2018, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. It was reported that the lead was explanted/replaced on (B)(6) 2024, and the issue resolved without sequelae.

Event description:
Additional information received reported that the clinical diagnosis was a loss of therapeutic effect. The outcome was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot# 0208822667, implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.